Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The exposed portion of the soft cannula was not seen past the bottom housing, further indicating that the device did not deploy. The download data shows that the device ran 45 pulses, all of which were first prime, before being deactivated. No timeouts or drive stalls were observed. The download data also showed that the device generated an 0x31 alarm during first prime, indicating that a command was received in an invalid pump state. The device was reset and paired to a master pdm and asked to deliver a 5u bolus. The rerun data showed no replicated alarms. The drive mechanism was inspected and no damages or deficiencies were observed that would have caused the device to not deploy. The device did not deploy because of the 0x31 alarm generated during first prime, causing the device to deactivate after first prime. No other damages or deficiencies were observed during the investigation; the device functioned as intended.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The patient's blood glucose rose to 500 mg/dl while wearing the pod for between 1 and 4 hours.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.